Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Rapid atrial fibrillation contributed to the false detections. The patient was inappropriately treated three times between 06:52:28 and 07:13:21. The response buttons were pressed intermittently during the event. Following the treatment, the patient was admitted to the hospital. The patient is not being refit with the lifevest at this time.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was admitted to the hospital following the event. The patient is not being refit with the lifevest at this time. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4) (reuse). Electrode belt sn (B)(4) (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.